Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen would intermittently display a different screen than when the pump was originally locked. Customer's blood glucose level ranged from an unknown low blood glucose (bg) level to 250 mg/dl; cause for the low bg was not provided as customer declined further troubleshooting with tandem technical support for the reported issue. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received. Reportedly, customer continued to use the pump for insulin therapy.